Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing impedance was observed, and the patient presented in the operation for a lead revision. Upon opening the pocket, the lead was observed to be twisted and dislodged from the device. The lead was capped and replaced. The patient was stable post procedure.